Event description:
It was reported that after using the bd vacutainer® sst¿ blood collection tubes, one (1) tube when sent to the testing department was found damaged with blood leakage. There was no report of patient or user impact.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(4). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged/broken tube was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of damaged/broken tube was not observed. Also, ten (10) retain samples were subjected to a visual inspection for brittleness and no issue was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged/broken tube based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.